Event description:
It was reported that the insulin pump and infusion set is not detecting insulin. The blood glucose reading is over 600 mg/dl. Insulin is squirting out during the manual prime process. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin alarmed during the basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump had a scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.